Event description:
It was reported via a user facility medwatch that while a dr was performing a laparoscopy bilateral tubal occlusion with falope ring bands, the surgical tech laid their hands on the pt's thigh near the end of the procedure. The tech felt the light cord and it was felt to be very hot on one spot. When the drapes were removed, a .5 inch burn was noted on the pt's right anterior thigh. Dr ordered and applied a cream to the area. No other harm to the pt was noted.